Event description:
I have images to share with the FDA. I am a type 1 diabetic that uses a tandem x2 (insulin pump) and a dexcom g7 (cgm). Those devices use what is known as a closed loop system, where the pump can turn off or administer more insulin based on the cgm. I have experienced multiple instances where the cgm will inaccurately read and/or predict, causing the pump to administer insulin incorrectly, causing low blood sugar. In (B)(6), I captured screenshots where the cgm incorrectly dipped low, then inaccurately predicted a high, causing the pump to administer insulin, which I stopped, before my blood sugar decreased. This incorrect cgm data and pump response could have caused serious issues if I were driving or somewhere I was unable to correct for the issue. I have reported this issue to both companies tandem (pump) and dexcom (cgm) and neither company seems to be willing to change the way their technology works.